Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing depleted battery life. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump had low battery alert when insulin pump had battery less than two bars. The customer reinserted a battery and the insulin pump alarmed failed battery test. The insulin pump will not be returned for analysis.